Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after having received shock therapy and was subsequently hospitalized for further evaluation. A device interrogation was performed. Review of the shock therapy episodes, the physician could not determine if the shocks were appropriate for ventricular tachycardia (vt) or inappropriate for supraventricular tachycardia (svt). At this time, the physician opted to not make any changes to the device. The physician was planning to administer medication to treat the fast arrhythmia with the overall plan to continue to monitor the patient. The device system remains in service at this time. No adverse patient effects were reported.